Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bd alaris pump module smartsite low sorbing infusion set failure to disconnect. Report 3 of 3. The following was provided by the initial reporter with the verbatim: hospital is stating that they use this set for tpn¿s. They are stating that it is getting stuck in their PICC lines when trying to remove it. They are having to use hemostats or cut the line for removal. This is happening at multiple campuses. They are requesting on site visit to resolve issue and/or educate nursing on proper practice. The site is using the set to administer tpn/lipids (clinimix w smof lipids. The smof piece is new) and connecting directly to the hub of the catheter, not using any type of connector (clave, mz, etc.). The set is getting ¿bonded¿ or stuck on the hub and they are having to cut the tubing to get it off or change out the lines. I am not sure if the smof piece carries more glucose or gluconate that could be causing a binding of sorts to the hub? I know smof lipids do bad stuff to our pediatric filters but haven¿t heard of this. 1. Why is low sorb tubing being used for your tpn¿s? Low sorb tubing is used to reduce the occurrence of tpn components binding to the tubing: insulin and certain vitamins most notable 2. Did you recently change to this set? We are using the same tubing we have been using for at least a year 3. Any recent changes to composition of tpn¿s? No changes to tpn composition: using baxter clinimix products. The only change is the addition of smoflipid which is an intralipid product used rarely on certain patients. 4. What type of connector is used with this set? We are directly connecting to the port. No needleless connectors being used. 5. Did you change product used to swab with (i.e. Change from alcohol to chg wipes)? No we have not recently changed swabs no leakage has been reported.

Manufacturer narrative:
It was reported by customer that their infusion sets getting stuck in their PICC lines when trying to remove it. One sample of material 11532269 was received for quality investigation. The sample submitted had a pic line attached to the distal end male luer connector of the infusion set. The luer to PICC line connection was attempted to be disconnected by hand. The connection was difficult to separate by hand. The customer complaint of unable to disconnect was verified by evaluation of the sample provided. Needle nose plier were used on the pic line connector to attempt to separate the connectors. Once the pliers were used, the luer connection was able to be disconnected with little effort. Further investigation of the luer component indicates that the luer was constructed as designed, and there were no damages or defects in the luer used to connect to the PICC line. Based on the findings of the investigation, a root cause for the issue could not be determined. The bd clinical staff has contacted the customer and the possible root cause for the failure is an over tightening of the luer connection to the PICC line. Additionally, further information from the clinical staff suggests that it is possible that the customer is leaving medication in the fluid line sit longer than expected causing the luer connection to stick due to dry medication. A device history record review could not be performed because the lot number is unknown. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided. Material#:11532269 batch#: unknown it was reported by customer that they use this set for tpn¿s. They are stating that it is getting stuck in their PICC lines when trying to remove it. They are having to use hemostats or cut the line for removal. This is happening at multiple campuses. They are requesting on site visit to resolve issue and/or educate nursing on proper practice. Verbatim: houston methodist is stating that they use this set for tpn¿s. They are stating that it is getting stuck in their PICC lines when trying to remove it. They are having to use hemostats or cut the line for removal. This is happening at multiple campuses. They are requesting on site visit to resolve issue and/or educate nursing on proper practice. The site is using the set to administer tpn/lipids (clinimix w smof lipids. The smof piece is new) and connecting directly to the hub of the catheter, not using any type of connector (clave, mz, etc.). The set is getting ¿bonded¿ or stuck on the hub and they are having to cut the tubing to get it off or change out the lines. I am not sure if the smof piece carries more glucose or gluconate that could be causing a binding of sorts to the hub? I know smof lipids do bad stuff to our pediatric filters but haven¿t heard of this. 1. Why is low sorb tubing being used for your tpn¿s? Low sorb tubing is used to reduce the occurrence of tpn components binding to the tubing: insulin and certain vitamins most notable 2. Did you recently change to this set? We are using the same tubing we have been using for at least a year 3. Any recent changes to composition of tpn¿s? No changes to tpn composition: using baxter clinimix products. The only change is the addition of smoflipid which is an intralipid product used rarely on certain patients. 4. What type of connector is used with this set? We are directly connecting to the port. No needleless connectors being used 5. Did you change product used to swab with (i.e. Change from alcohol to chg wipes)? No we have not recently changed swabs additional info from customer: (20-sep-2023) it has been reported that a majority of the time it is difficult to disconnect from the lines. Nurses are having to utilize hemostats to disconnect the tubing. We have had to replace lines on patients on 3 occasions that I know of at hmcch. I am unaware of what the batch number is for the events. One event date was 8/7,another was 8/30 no leakage has been reported. Additional info from customer: (22-sep-2023) - as reported, one event date was happened on 8/7,another was on 8/30, how many patients involved on each event date? 1 patient each day - you have had to replace lines on patients on 3 occasions, are you able to identify the event date for third event? How many patients involved? I do not know the exact date, it was a few months ago. 1 patient was involved - do you have sample that can be sent to bd for investigation? No I do not additional info from customer: (25-sep-2023) notes from on-site visit (B)(6) 2023: infection control team at houston methodist: (B)(6) on-site bd representation: (B)(6) ¿ ipd clinical consultant (B)(6) ¿ ipd account executive (B)(6) ¿ iva territory manager (B)(6) - (B)(6) reported ongoing concerns with set used for tpn infusion sticking to the patients PICC line. Set being used 11532269 (low sorb alaris pump set with 0.2 micron filter). They replace set every 24 hours (9pm). This set is connected directly to PICC line, no connectors. Upon attempt to replace set, they spin collar loosens but the inner male piece sticks. Forceps or hemostats are needed to disconnect the set from PICC line. On at least one occasion they had to cut the tubing and new PICC line had to be placed. While on-site we were able to visit with 3 patients receiving tpn infusions. ¿ first patient ¿ has been receiving treatment since (B)(6) 2023. PICC line had to be replaced on (B)(6) 2023 due to set sticking and they were unable to remove. Since then, they reported difficulty removing set on an ongoing basis due to stickiness. ¿ second patient ¿ had newly placed PICC. No issues with set being tight or stuck. ¿ third patient ¿ had a peripheral line with ppn running. Set was very tight, seemed to be stuck. Ip was going to check back with nurse that would be changing it out at 9pm to see if they were able to remove set. As a follow up, iva clinician has sent the customer ins best practice guidelines. Setting up meeting in the coming days to review further with the customer. Below are pictures of the set I need to send in for evaluation. Waiting for return label to send them in for review.